Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the pencil was said to be arcing, sparking and even flaming like a match flame size on a 30 to 20 power setting of generator and set to 20 on fulgurate. A similar pencil was used on same generator and it no longer had any issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product met specification as received. Visual inspection found no defects. The pencil was received with two other electrodes. A test electrode was used for testing. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation found no evidence of excessive heating or sparking on the returned pencil. The device was plugged into a generator and activated with satisfactory results. No abnormal sparking occurred. The device passed hipot testing indicating no electrical leakage. The investigation found the device to function normally and within specifications. The instruction for use (IFU) states, both oxygen and nitrous oxide support combustion. Watch for enriched oxygen and nitrous oxide atmospheres near the surgical site, especially during head and neck surgery. Enriched oxygen atmospheres may result in fires and burns to patients or surgical personnel. Do not exceed the maximum power limits as stated in the IFU. Exceeding these power limits may result in patient injury or product damage. If the electrode is damaged, discard it. Always use the lowest power setting to achieve the desired surgical effect. The maximum power settings are detailed in the instructions for use. Some surgeons may elect to buzz the hemostats during a surgical procedure. This practice is not recommended and the hazards of such a practice probably cannot be eliminated. To minimize the risk, when using coated electrodes, place the edge of the electrode against the hemostat or metal instrument to assure a good electrical pathway. Do not activate the generator until the accessory contacts the instrument. Additional measures to minimize the risk of performing this technique are listed in the electrosurgical generator users¿ manuals. If information is provided in the future, a supplemental report will be issued.